Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08504; 2938836-2020-08505. It was reported that the patient's complete system was explanted due to infection. The physician did not allege that the device or related procedure contributed for infection as the patient was dealing with infection for a while. The patient was recovering.